Event description:
On (B)(6) 2020, kci quality engineering completed a device evaluation. On (B)(6) 2020 the device was tested per quality control procedure and the unit passed quality control checks and met specifications before placement with the patient. On (B)(6) 2020, the device was placed with the patient. On (B)(6) 2020, the device was tested per quality control procedure and the unit passed quality control checks and met specifications after placement with the patient. Review of the event logs identified the device shut down with no alarm on (B)(6) 2020 and (B)(6) 2020. Therefore, (B)(6) 2020 and (B)(6) 2020 are assumed to be the date timeframe of the maceration event. External and internal inspection of the device did not reveal evidence that the two occurrences of the device shutting down with no alarm were due to a device malfunction.

Manufacturer narrative:
Section b3 date of event: multiple unsuccessful attempts were made to obtain the specific date of occurrence. The event occurred within a week prior to (B)(6) 2020 and the event logs exhibited self-shut down events on (B)(6) 2020 and (B)(6) 2020. This is assumed to be the date timeframe of the maceration event. Based on the additional information provided regarding the device, kci determined that the two occurrences of the device shutting down with no alarm were not due to a device malfunction. The most likely cause of the event was determined to be an inadvertent shut down by the user.

Manufacturer narrative:
Date of event: actual date of event is unknown. Based on the information provided, a malfunction has not been confirmed, therefore, kci cannot be determined that alleged shut down and maceration with debridement were related to the activ.a.c.¿ therapy system. Warnings: keep v.a.c.® therapy on: never leave a vac dressing in place without active v.a.c.® therapy for more than two hours. If therapy is off for more than two hours, remove the old dressing and irrigate the wound. Either apply a new v.a.c.® dressing from an unopened sterile package and restart v.a.c.® therapy or apply an alternative dressing at the direction of the treating physician. Ensuring dressing integrity: it is recommended that a clinician or patient (in the home) visually check the dressing every two hours to ensure that the foam is firm and collapsed in the wound bed while therapy is active if not: identify air leaks by listening with a stethoscope or moving your hand around the edges of the dressing while applying light pressure. If a leak source is identified, patch with additional drape to ensure seal integrity. Caution: use as few layers of drape as possible. Multiple layers of the v.a.c.® drape may decrease the moisture vapor transmission rate, which may increase the risk of maceration, especially in small wounds, lower extremities or load-bearing areas. Maintaining a seal: for delicate periwound tissue or in areas that are difficult to dress, apply protective skin preparation and frame the wound with transparent film or hydrocolloid dressing or other appropriate barrier. Position the dressing tubing on flat surfaces and away from the perineal area, bony prominences or pressure areas. Foot wounds: for wounds on the plantar surface or heel of the foot, it is best to use a bridging technique to ensure that additional pressure is not applied as a consequence of placement of the tubing and/or sensat.r.a.c.¿/t.r.a.c.¿ pad. This involves using the foam to allow placement of the sensat.r.a.c.¿/t.r.a.c.¿ pad or tubing on the dorsum of the foot (consider use of the v.a.c.® granufoam¿ heel dressing).

Event description:
On 16-jun-2020, the following information was reported to kci by the nurse: the activ.a.c.¿ therapy system allegedly turned itself off. Event occurred prior to (B)(6) 2020, specific date was not provided. The nurse subsequently reported fluid pooling under the v.a.c.® dressing, and allegedly observed maceration to the patient's heel wound. On 09-jul-2020, the following information was reported to kci by the nurse: the maceration was identified when the activ.a.c.¿ therapy system allegedly shut down. A debridement was performed for the maceration and is noted as still resolving. The patient is recovering, and healing is ongoing. A device evaluation for the activ.a.c.¿ therapy system is pending completion.